Event description:
It was reported that during an unk procedure, position of the cutter and the screen didn't synchronize. The monitor showed the cutter's move but the cutter didn't change the position. It was found that the connection between the holster and the disposable had been loosened. Another holster was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/14/2008. Eval summary: based on the analysis results, this complaint is now determined to a MDR malfunction. The analysis site confirmed the customer complaint and found that internal corrosion caused the cutter to stop moving. The following parts were replaced due to corrosion: flex circuit, 3 drive shafts, and 3 bushings. To correct the customer complaint the analysis site replaced the flex circuit, 3 drive shafts, and 3 bushings. The analysis site was unable to duplicate the customer complaint of loose connection to the probe. Per the svc manual, performed svc tests and no functional faults were found. The unit has not been returned for svc prior to this event, therefore no svc history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.